Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead became extrinsically distorted due to pulling/ stretching/overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pacing lead (ipl) implant procedure, during attempt to re-position, difficulty unscrewing the lead tip occurred. It was also reported the ipl body was turned counter-clockwise and the tip stretched. The ipl was removed and replaced with a different lead. No patient complications have been reported as a result of this event. .